Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing and the buttons were unresponsive. The customer's blood glucose reading was 230mg/dl. Advised the customer to let the insulin pump rest, and call back if the display still is frozen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.